Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was seen during a pd treatment. The day of the event it was not reported and the patient continued to use the cycler. There was no harm reported in association with the fluid leak event. Additional information was requested, but none was received. The cycler set is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was seen during a pd treatment. The day of the event it was not reported and the patient continued to use the cycler. There was no harm reported in association with the fluid leak event. Additional information was requested, but none was received. The cycler set is not available to return for investigation.

Manufacturer narrative:
Correction: h.6. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.